Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the download data. The damage did not affect the ability of fluid to flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 22.3 mmol/l (401.4 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a bolus correction was delivered and a new pod was applied.